Manufacturer narrative:
Additional information: additional information received indicated that the device is not returning. No further information was provided. The following field/code has been updated accordingly: section h6: adverse event problem: type of investigation: 4115 - device discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was scratched and had to be explanted recently. No further information was provided.

Manufacturer narrative:
The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain suspect product for evaluation and additional event information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.